Event description:
Boston scientific received information that the health care professional (hcp) was confused on how the implantable cardioverter defibrillator (ICD) was programmed as interrogation showed that the tachy mode was off. Boston scientific technical services (ts) explained that the device settings report revealed that the device was programmed off initially and then was turned on and eventually was left turned off. Additional information indicates that the deactivation was unintentional as the therapy was accidentally left off by the field representative. The therapy was turned back on by the device nurse. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.